Manufacturer narrative:
Evaluation of the returned AED and its log files confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion. Testing of the AED identified that once a new battery was installed and a manual self test run the AED functioned as designed.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.